Event description:
Cooling blanket was in place for approximately 5 - 7 minutes when the device began to emit a burning odor. It was immediately disconnected from the patient and from ac power. New device ordered.